Manufacturer narrative:
(B)(4). Concomitant medical products: biomet microfixation 1.5 lactosorb system 1.5 x 4 mm lactosorb screw, catalog #: 915-2315, lot #: ni. Therapy date: (B)(6) 2018. Foreign country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the surgeon could not insert the first screw during a surgery. Then, the surgeon used this tap and made a pilot hole to other place and attempted to insert the first screw into the new pilot hole but it fractured. Then, the surgeon changed this tap to new one. After that, this new one was used to make a pilot hole and remaining seventeen screws were inserted without any problems. Attempts have been made and no further information has been provided. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was not confirmed. The tap appeared to be in good overall condition. Functional testing was done using a handle to drive the tap into a block of white oak wood. The tap fully inserted into the wood with ease. An attempt was then made to insert a lactosorb screw into the tapped hole in the wood. The screw also inserted with no noted issues. The complaint is unconfirmed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. It is possible that the complaint was a result of an improper tap into the patient's bone, possibly wobbling off axis during the insertion or not tapping to the proper depth; or applying excessive torque, an off axis insertion, or insertion of the screw into a high density bone. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2019-00020-1.

Event description:
This follow-up report is being submitted to relay additional information.